Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-12-17, (B)(4) (con): information was received from a consumer regarding a patient receiving hydromorphone (0.6mg/ml), clonidine (150mcg/ml), and bupivacaine (9mg/ml) all at unknown doses via an implanted infusion pump. The indications for use included post-laminectomy pain and spinal pain. It was reported that ever since the pump replacement surgery on (B)(6) 2018, when the patient would lay down it was like knives and forks were killing her. The patient's rectum and labia had been dead, and it was a terrible surgery. The patient just found a neurosurgeon to help, and wanted to make sure the pump could undergo magnetic resonance imaging (MRI). The patient was reportedly going to call to have the healthcare provider (hcp) set up a lumbar MRI at the same time as a previously scheduled shoulder MRI for a terrible problem shoulder. No further complications were reported or anticipated. Omitted information pertains to (B)(4) - pump not hooked properly.